Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in their car. The cause of death was unknown, but believed to be possible low blood glucose related. The caller did not know if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer went into a grocery store to buy orange juice, and was found a few hours later by the store employees deceased in his car, in the parking lot. The caller declined to return the insulin pump for analysis, as the coroner's office did not return it to them.